Event description:
A vns patient reported to manufacturer that he had broken the casing on his magnet so had not been using it. Since he had not been using his magnet the patient reported an increase in seizures. It is unclear if just his seizures were not being aborted with the magnet or if they were an actual increase. Unknown relationship to his seizure baseline. The patient has not been to his treating physician's office for followup since the event was reported.